Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use states, while holding the ends of the lock line remove the lock lever cap and o ring. Unwrap the two ends of the lock line in a counter clockwise direction. Separate the ends of the lock line and remove the plastic cover from the lines so that that no twists or knots are present. Based on the information reviewed, the lock line ends becoming twisted appears to be a result of user error. The reported inability to remove the lock line and clip opening while locked were likely secondary effects of the lock line ends becoming twisted inside the lock lever, and therefore a result of procedural conditions. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the inability to remove the lock line and clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed, reducing the mr to 1. During deployment, it was noted that the lock line ends had gotten twisted in the lock lever and it was not possible to pull the line. There were no knots observed. The lock lever was cut open with a saw to reach the end of the lock line. The lock line was then able to removed completely; however, due to stress on the lock line, the clip slightly opened. There was no abnormal resistance noted during lock line removal. It was confirmed that the clip was stable on the leaflets, and the mr was reduced to 2. A second clip was implanted medial to the first clip to stabilize the first clip and reduce the mr to 1. The patient was stable post procedure. No additional information was provided.